Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the vessel during a laparoscopic liver resection, the stapler was able to fire but the jaws of the device locked on tissue. Another device was opened to complete the case. There was no patient injury.